Event description:
A customer reported an issue with the pump's touchscreen, which was not cracked or shattered, that caused difficulty in unlocking the screen using the sequence 1,2,3. There was no adverse impact to the customer¿s blood glucose level, remaining under 500 mg/dl. Technical support guided the customer through troubleshooting steps, including ensuring the screen and hands were clean and dry, as well as performing a touchscreen 1,2 test, which initially failed. After providing complete reset information, the customer chose to reset the pump, successfully unlocked the screen, and continued with pump therapy, resolving the issue.